Event description:
It was reported that burr detachment occurred. A 1.35mm rotapro was selected for use. During procedure, the burr disconnected inside the patient. The procedure was completed with another of the different device. There were no patient complications.